Manufacturer narrative:
(B)(6). The device was returned for evaluation for a broken tip. The device and the broken tip (actuator) were returned. The distal tip was shiny in comparison to the rest of the device. The device tip was measured and the nose was found to be within specification per the drawing. However, the two sides were out of tolerance. This condition is indicative of incorrect sharpening. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a knee arthroscopy utilizing the pch, bskt, dckling, elev the tip end of duckling elevator punch broke. The part was removed manually from the patient. No patient injury or other complications were reported.